Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 valve, remnants from the white foam piece on top of the jar container fell into the glutaraldehyde. It could not be determined that all pieces of the foam were removed from the valve, leading to the decision to open a new valve. Additionally, there was a packaging issue as the jar was difficult to open. The impacted product was not used to complete the procedure. The issue was resolved by opening a new valve. No patient complications were reported as a result of this event.